Manufacturer narrative:
The customer experience of the syringe module displaying a calibration message which is associated with error 351.6660.0 was confirmed during log review. However, testing failed to replicate the issue of the syringe module stopping infusion. Physical inspection showed no anomalies. The syringe module error log confirms that error code 351.6660.0 occurred on 17 june 2019 at 5:52:09 am. The syringe module event log confirms that the syringe calibrate message occurred on 17 june 2019 at 5:52:09 am. Functional and asm testing confirmed that device was infusing per specifications. After testing and during the internal inspection process signs of thread wear on the split nut was discovered . The probable cause of the customer reported incident that the syringe module displayed a ¿calibration¿ error and stopped infusing nicardapine is believed to be the result of a worn split nut.

Event description:
The customer reported that the syringe pump read "collaboration" error and stopped infusing when infusing nicardapine. Error 351.6660.0 plunger position on sensor. There was no harm to the patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a device stopped running during infusion. Error 351.6660.0 plunger positi on sensor.